Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed. Upon removing the delivery catheter system (dcs), the nose cone caught the valve, and the valve was pulled out. A second valve and dcs were used to complete the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: e vproplus-26us, serial/lot #: (B)(4), ubd: 21-feb-2024, UDI#: (B)(4). Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.